Event description:
Spontaneous: pt states: I received my order today and included was 24g high-flo 24" needles 24g 9 mm. The needle set was defective and had a small cut in the tubing. Unknown if patient missed a dose or experienced an adverse reaction from a missed dose. Unknown if product is available for return. Reported to (B)(6) by: patient/caregiver.